Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the use of the central venous catheter, the guidewire got stuck in the opening that locks the guidewire holder to its distal tip; this caused the wire to bend. As a result, a new catheter had to be inserted using a new kit.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event could not be confirmed based on evaluation of a returned product sample. The customer provided a guide wire with a slightly opened j-tip. The guide wire was intact and within dimensional specification. The advancer was also returned, but the straightening tube and end cap were missing. No other defects or anomalies were observed. The guide wire was functionally tested with a lab inventory straightening tube and was able to be inserted and advanced without issue. A review of manufacturing records was performed with no relevant findings. The IFU contains instructions for inserting the guide wire including to use your thumb, straighten the "j" by retracting the guide wire into the advancer. When the tip is straightened, the guide wire is ready for insertion. The probable cause of this issue could not be determined based on the information provided and without a complete sample. No further action will be taken. Additional information was received indicating that the patient condition is good.